Manufacturer narrative:
Device passed the displacement test and self test. Device received with intermittently unresponsive buttons at the "left", "down", "back" and "center" button. Unresponsive buttons caused by moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose was unknown. Customer stated that numbers were ramping on their own and the scroll bar was not moving with no input. Customer stated that the up and down button was unresponsive. Troubleshooting was performed for keypad anomaly. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.